Event description:
Customer reported the spring in their lancing device was not working and as a result was unable to test. The reported experiencing symptoms of "flu" and felt they were "going to pass out". They reported being seen by their local dr, diagnosed with hypoglycemia and treated with inulin and oral diabetic medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The lancing device has been requested for investigation, and a final report will be submitted when the investigation is complete.